Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Medical records note the following in (B)(6) 2005, per CT: ¿degenerative loss of normal disc material at lt-s1, facet joint degenerative hypertrophy with posterior disc bulging and a broad based left paracentral hnp with impinges on the descending left l5 nerve root; broad based left sided disc bulging but no significant nerve root impingement. Degenerative hypertrophy of the facet joints is present.¿ in (B)(6) 2005 left upper extremity numbness and right upper extremity numbness-bilateral carpal tunnel syndrome per nerve conduction study. On (B)(6) 2005 chronic narcotic user; cervical radiculitis and c5-c6 spondylitic spur. The patient underwent anterior cervical diskectomy and fusion with allograft and segmental fixation with placement of screws. On (B)(6) 2006 chronic pain syndrome and diabetes (methadone). In (B)(6) 2006 several episodes of septic thrombophlebitis right arm. In (B)(6) 2007 recurrent right antecubital fossa abscess, poor diabetic foot care. In (B)(6) 2007 MRI lumbar spine revealed ¿midline hnp at l4-l5 eccentric to the left with some compression of the left l5 nerve root because of underlying stenosis. Fibrosis on the right side primarily.¿ on (B)(6) 2007 patient fell and hit head. CT of head revealed ¿periventricular white matter ischemic changes.¿ when compared to prior head CT scan. On (B)(6) 2007 lumbar spine x-ray revealed ¿extensive degenerative change and disc space narrowing at l4-l5 level. No acute osseous abnormality identified in the lumbar spine.¿ in (B)(6) 2008 patient complains of chest pain-normal adenosine thallium cardiac test and cardiac doppler exam. In (B)(6) 2008 patient complains of low back pain and right leg pain. On (B)(6) 2009 patient underwent complete l4 laminectomy, complete bilateral l4 facetectomies, bilateral l4, l5 foraminotomy, l4,5 ar throdesis using legacy hydroxy appetite pedicle screws instrumentation supplemented with posterolateral fusion with morselized autograft, rhbmp-2/acs and mastergraft matrix. Per the operative notes, bmp was cut in half and wrapped the bmp soaked sponge around morselized autograft and mastergraft matrix and placed burrito-like constructs posterolaterally along the decorticated l4 and l5 transverse processes on each side. On (B)(6) 2009 lumbar spine imaging notes ¿there are pedicle screws at the l4 and l5 levels. There is moderate loss of disc height at l4-l5 and mild loss of disc height at l5-s1 and associated endplate degenerative changes. There have been l4 laminectomies.¿ on (B)(6) 2013, it is noted that the patient presented with ¿memory loss-multiple white matter changes in both hemispheres and pontline area, possible small vessel ischemic disease, axonal sensory motor polyneuropathy, moderate bilateral carpal tunnel syndrome, chronic headache, insomnia, chronic neck and back pain, diabetes, hypertension, hypercholesterolemia, anxiety, cervical postlaminectomy syndrome, lumbar radiculopathy, lumbar spondylosis, postlaminectomy syndrome, tingling. On (B)(6) 2013, the patient complained of ¿excessive daytime sleepiness, snoring and fatigue, possible obstructive sleep apnea syndrome¿. On (B)(6) 2013, the patient presented with medical history of: anxiety, depression, diabetes, hyperlipidemia, hypertension, lower back pain, transient ischemic attack.